Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while working on the rectum, the stapler fired however, the staple line was incomplete centrally. Surgeon changed the device to resolve the issue. No patient injury.